Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 317 mg/dl. The customer's current blood glucose was unknown. The treatment was unknown. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did experienced the symptoms such as borderline diabetic ketoacidosis. The customer stated that the insulin pump was under delivering. The insulin pump will not be returned for analysis.